Manufacturer narrative:
Patient identifier: (B)(6). Implant date: unknown. Type of investigation - lens work order search: no similar complaint type events. Reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -15.0/2.00/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os). Low vault with rotation was observed and the patient experienced decreased vision and halo ghost image. The reporter states that icl rotation was performed in june 2020 and that he now plans to exchange for longer length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.